Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter was not powering on with button press or test strip insertion. Customer was staggering around and feeling dizzy when she woke up on (B)(6) 2018 morning and later went back to sleep. After few hours, customer called an ambulance who transported her to a hospital at 4:00 p.m. And was treated with unspecified IV on the way. Customer was diagnosed with hyperglycemia in the hospital and was treated with unspecified fluids and an insulin shot. At approximately 6:00 p.m., customer was given a sandwich, ginger ale soda and ice chips and soon after, she was admitted to the hospital for an unspecified reason. Customer could not recall if any new medication was administered or not and she additionally reported that the doctor recommended therapy for her balance and swallowing problems before she got discharged after 3 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. A blank screen was not observed. The complaint is not confirmed.

Event description:
Customer reported her adc blood glucose meter was not powering on with button press or test strip insertion. Customer was staggering around and feeling dizzy when she woke up on (B)(6) 2018 morning and later went back to sleep. After few hours, customer called an ambulance who transported her to a hospital at 4:00 p.m. And was treated with unspecified IV on the way. Customer was diagnosed with hyperglycemia in the hospital and was treated with unspecified fluids and an insulin shot. At approximately 6:00 p.m., customer was given a sandwich, ginger ale soda and ice chips and soon after, she was admitted to the hospital for an unspecified reason. Customer could not recall if any new medication was administered or not and she additionally reported that the doctor recommended therapy for her balance and swallowing problems before she got discharged after 3 days. There was no report of death or permanent impairment associated with this event.